Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing stimulation at a non-target area and it was also noted that the ipg just turns itself off. The patient underwent a revision procedure wherein the ipg was replaced and will not be returned. The patient was doing well postoperatively.